Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02225. It was reported the patient experienced lead migration. X-rays were taken and confirmed the issue. In addition, it was reported the patient had not felt stimulation in several months and the ipg appeared to be inoperable. Subsequently, the patient underwent surgical intervention where the lead was explanted and replaced. During the procedure, the patient's ipg was also explanted and replaced. The patient reported effective stimulation therapy postoperative.